Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia after accidentally restarting the ilet following a supply change, with glucose rising overnight and peaking at 233 mg/dl before trending down during the call; no device alerts or alarms were reported, and a system check confirmed filled tubing and no visible insulin leakage, with the user noting they were new to the system. Symptoms included elevated blood glucose without ketones, dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no need for professional medical intervention, no assistance from others, and return of glucose to the target range. Investigation included product-use review, telephone troubleshooting, and review of device operation. Investigation of this case revealed no device malfunction identified and use of the learning-phase algorithm, which is conservative early in therapy. It was concluded that hyperglycemia occurred with cause unclear, with no report of device failure and patient status recovered. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.